Event description:
While conducting a maximum test of a devilbiss suction unit, the collection canister imploded and shattered. The suction unit and shattered canister were removed from clinical use and quarantined. Technical support at devilbiss was contacted. At their request the suction unit and canister were returned to devilbiss. No injury was alleged. Incident occurred in the (B)(6). Collection canister in question is sold in the united states for use with other medical devices. The defective canister and lid has been returned to the MFR (bemis MFR) for eval. We have inspected and tested samples of our inventory. Testing was conducted at an extreme vacuum of 28 mmhg. We have not been able to duplicate the field failure. We believe this occurrence to be any isolated incident. Initial reporter: (B)(6). Date user facility became aware of event: 10/07/2012.